Event description:
It was reported that (2) hp053 were used during an unknown procedure. It was reported by the affiliate that there was a bad connection with the hp053 (m02p10021). The instrument made an error alarm with the hp053 (m02910027). Opened another device to complete the case. No adverse pt outcome.